Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or perform the pump trace history download due to blank display. Unable to verify pump error 3 or pump error 54 due to blank display. Device had a scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 143 mg/dl. The customer mentioned that they had changed the battery and the new battery was not working. Customer was calling back after receiving a new battery cap. Customer stated the display did not return after restart. The insulin pump will be returned for analysis.